Manufacturer narrative:
One 10f fast-cath introducer sheath and dilator were received for evaluation. The sheath had been perforated proximal to the distal tip. The sheath was flushed with fluid and the returned dilator was inserted; no resistance or functional anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the perforation and reported cardiac tamponade remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the transcatheter aortic valve replacement procedure, the sheath split inside the patient's anatomy. The device was removed over a wire. The patient experienced a cardiac tamponade and a pericardiocentesis was performed to stabilize the patient. The procedure was completed using a larger sheath.